Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information received in patient medical records indicates that patient underwent left total hip arthroplasty on (B)(6) 2002 and right hip arthroplasty on (B)(6) 2004. Patient's medical records also confirmed that a right hip revision procedure took place on (B)(6) 2007 due to infection. All components were removed and replaced with cement spacers. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-02003 & 1825034-2013-02147 / 02149).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information received in patient medical records indicates that patient underwent left total hip arthroplasty on (B)(6) 2002 and right hip arthroplasty on (B)(6) 2004. Patient's medical records also confirmed that a right hip revision procedure took place on (B)(6) 2007 due to infection. All components were removed and replaced with cement spacers. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.